Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a flow rate issue with a folfusor sv (small volume). The device had been filled with fluorouracil (5-fu). The patient was connected at the time of the event. It was reported that over a 48 hour infusion time, the device was not deflating for the first 24 hours and then infused all of the 5-fu content in just 8 hours instead of over the next 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from december 10, 2019 - december 11, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.